Manufacturer narrative:
Unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Device manufacture date: unknown as product lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was stuck in the cartridge/inserter. It was later reported that the tip of the cartridge and the lens were in contact with patient¿s left eye. The lens was partially delivered on the patient eye and then removed during the same procedure. The patient was reported to be doing fine. Incision enlargement, vitrectomy and sutures were not required. No other medical or surgical intervention was required. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore and investigation could not be performed. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing record evaluation and complaint history review could not be performed since the lot number is unknown, not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.